Event description:
This spontaneous case describes the occurrence of heavy menstrual bleeding ("bleeding periods / menstrual bleeding became so heavy") in a 48 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of multiparous (after having had three children). The only concomitant product mentioned was ciprobay [ciprofloxacin] for urinary tract infection from (B)(6) 2012 to (B)(6) 2012. In (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced heavy menstrual bleeding (seriousness criteria hospitalisation, medically important and intervention required), fatigue ("severe global fatigue / exhaustion"), cystitis ("cystitis"), anxiety ("apprehension"), alopecia ("hair loss"), blindness ("vision loss"), visual impairment ("eyesight had deteriorated"), mental impairment ("mental abilities deteriorate"), a first episode of facial paralysis ("half face paralysis"), amnesia ("severe memory loss"), a second episode of facial paralysis ("I had paraesthesia on half my face"), eczema ("eczema plaques in the folds og my knees and arms") and asthenia ("weakness"). The patient was treated with surgery (hysterectomy, essure device removed). At the time of the report, the eczema had resolved. No causality assessment was received for essure with regard to fatigue, cystitis, anxiety, alopecia, blindness, visual impairment, mental impairment, the first episode of facial paralysis, heavy menstrual bleeding, amnesia, the second episode of facial paralysis, eczema or asthenia. The reporter commented: she explains that she underwent several surgeries and many tests without any other pathologies being revealed. String generated by auto-narrative. Do not modify. Change log. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case describes the occurrence of heavy menstrual bleeding ("bleeding periods / menstrual bleeding became so heavy") in a 48 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of multiparous (after having had three children). The only concomitant product mentioned was ciprobay [ciprofloxacin] for urinary tract infection from (B)(6) 2012 to (B)(6) 2012. In (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced heavy menstrual bleeding (seriousness criteria hospitalisation, medically important and intervention required), fatigue ("severe global fatigue / exhaustion"), cystitis ("cystitis"), anxiety ("apprehension"), alopecia ("hair loss"), blindness ("vision loss"), visual impairment ("eyesight had deteriorated"), mental impairment ("mental abilities deteriorate"), facial paralysis ("half face paralysis"), amnesia ("severe memory loss"), hemiparaesthesia ("I had paraesthesia on half my face"), eczema ("eczema plaques in the folds og my knees and arms") and asthenia ("weakness"). The patient was treated with surgery (hysterectomy, essure device removed). At the time of the report, the eczema had resolved. The outcomes for heavy menstrual bleeding, fatigue, cystitis, anxiety, alopecia, blindness, visual impairment, mental impairment, facial paralysis, amnesia, hemiparaesthesia and asthenia were unknown. No causality assessment was received for essure with regard to fatigue, cystitis, anxiety, alopecia, blindness, visual impairment, mental impairment, facial paralysis, heavy menstrual bleeding, amnesia, hemiparaesthesia, eczema or asthenia. The reporter commented: she explains that she underwent several surgeries and many tests without any other pathologies being revealed. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 27-sep-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of heavy menstrual bleeding ("bleeding periods / menstrual bleeding became so heavy") in a 48 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of multiparous (after having had three children). The only concomitant product mentioned was ciprobay [ciprofloxacin] for urinary tract infection from (B)(6) 2012. In (B)(6) 2010, the patient had essure inserted. At an unknown time, she experienced heavy menstrual bleeding (seriousness criteria hospitalisation, medically important and intervention required), fatigue ("severe global fatigue / exhaustion"), cystitis ("cystitis"), anxiety ("apprehension"), alopecia ("hair loss"), blindness ("vision loss"), visual impairment ("eyesight had deteriorated"), mental impairment ("mental abilities deteriorate"), facial paralysis ("half face paralysis"), amnesia ("severe memory loss"), hemiparaesthesia ("I had paraesthesia on half my face"), eczema ("eczema plaques in the folds og my knees and arms") and asthenia ("weakness"). The patient was treated with surgery (hysterectomy, essure device removed). At the time of the report, the eczema had resolved. The outcomes for heavy menstrual bleeding, fatigue, cystitis, anxiety, alopecia, blindness, visual impairment, mental impairment, facial paralysis, amnesia, hemiparaesthesia and asthenia were unknown. Essure was removed on (B)(6) 2021. No causality assessment was received for essure with regard to fatigue, cystitis, anxiety, alopecia, blindness, visual impairment, mental impairment, facial paralysis, heavy menstrual bleeding, amnesia, hemiparaesthesia, eczema or asthenia. The reporter commented: she explains that she underwent several surgeries and many tests without any other pathologies being revealed. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 11-jan-2024: upon internal review this report was detected to be a duplicate to record # fr-bayer-2022p015140 which will be deleted in bayer safety database after all information was transferred to this duplicate record # fr-bayer-2022p015143 which will be retained. New reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of heavy menstrual bleeding ("bleeding periods / menstrual bleeding became so heavy") in a 48 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of multiparous (after having had three children). The only concomitant product mentioned was ciprobay [ciprofloxacin] for urinary tract infection from (B)(6) 2012. In july 2010, the patient had essure inserted. Essure was removed on 29-nov-2021. On unknown date she experienced heavy menstrual bleeding (seriousness criteria hospitalisation, medically important and intervention required), fatigue ("severe global fatigue / exhaustion"), cystitis ("cystitis"), anxiety ("apprehension"), alopecia ("hair loss"), blindness ("vision loss"), visual impairment ("eyesight had deteriorated"), mental impairment ("mental abilities deteriorate"), facial paralysis ("half face paralysis"), amnesia ("severe memory loss"), hemiparaesthesia ("I had paraesthesia on half my face"), eczema ("eczema plaques in the folds og my knees and arms") and asthenia ("weakness"). The patient was treated with surgery (hysterectomy, essure device removed). At the time of the report, the eczema had resolved. The outcomes for heavy menstrual bleeding, fatigue, cystitis, anxiety, alopecia, blindness, visual impairment, mental impairment, facial paralysis, amnesia, hemiparaesthesia and asthenia were unknown. No causality assessment was received for essure with regard to fatigue, cystitis, anxiety, alopecia, blindness, visual impairment, mental impairment, facial paralysis, heavy menstrual bleeding, amnesia, hemiparaesthesia, eczema or asthenia. The reporter commented: she explains that she underwent several surgeries and many tests without any other pathologies being revealed. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 24-jan-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.